Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons due to corroded keypad traces. There was corrosion on the interface board and motor home switch. The pump was missing the end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 240 mg/dl at the time of incident. The customer's spouse stated that they were on a boat and the pump got wet. They took out the battery and the pump alarmed battery out limit. He also stated that the act button is not responding and the pump is stuck on the battery out limit screen. He was advised to disconnect from the insulin pump and revert to back-up plan. He was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.